Manufacturer narrative:
(B)(4). The device was manufactured on an unspecified date in 1997. A service history review was not performed, as previously reported. The device history record was reviewed and no issues were found that could have caused or contributed to the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device is reported to be available but has not been received at this time. An event history log review will be performed. Should any relevant information be obtained from this review that is related to the reported event or through other means, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt), who performed pd therapy on a homechoice (hc) device, passed away due to an unreported cause. It was not reported whether the pt was hospitalized prior to death or whether the pt was connected to the hc at the time of death. No further information was provided. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported difficulty. The product analysis lab (pal) evaluated the device and no failure or malfunction were identified that could have caused or contributed to the home patient passing away. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. An internal and external inspection was performed and found no issues. Testing of the power cord received with the device revealed no problems and that it is electrically intact. There was no evidence of fluid or moisture found within the device. Review of the service history revealed no issues that could have caused or contributed to the home patient passing away. Should additional relevant information become available, a supplemental report will be submitted.